Event description:
It was reported that a patient presented to the emergency room. Upon examination, it was observed the implantable cardiac monitor (icm) pocket was infected. It appeared red and had signs of erosion. The physician elected to explant and replace the icm. There were no patient consequences.

Manufacturer narrative:
The device was returned without any allegation of malfunction. Electrical, mechanical and visual assessments returned no anomaly.